Event description:
It was reported that during installation the cardiosave intra-aortic balloon pump (iabp) unit failed to recognize the new battery. The battery was swapped between bays and the error moved with the battery. A battery from an already installed cardiosave was inserted into the new unit to observe if the issue was the battery or the new unit. The error remained on bay 1 regardless of the batteries inserted. There was no patient involvement.

Manufacturer narrative:
The getinge field service engineer (fse) that observed the issue installed new cardiosave battery (0146-00-0097) into a cardiosave. The cardiosave failed to recognize the battery. Swapped the battery between the bays and error moved with the battery. Installed the old battery again, with no faults appearing. If additional information is received, we will reopen and update the complaint. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).